Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : a review of the receiving inspection (ri) for exp ti poly screw 8mmx70mm was conducted identifying that lot number rl286038 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 19 may 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent surgery on (B)(6) 2021. During surgery, two pelvic screws were planned to be inserted but doctor had issues with both. One screw head broke, and the doctor could not remove the screw from the pelvis but was able to remove the other one. The removed screw was discarded. New screws were implanted. Checking the or images confirmed that an expedium pelvic screw with broken screw head was inside the patient. The procedure was completed successfully with a thirty to forty-five (30-45) minute delay. This report is for an expedium titanium (ti) poly screw 8mmx70mm. This is report 2 of 2 for (B)(4).